Event description:
Per the clinic, the implant magnet was explanted under general anesthesia on (B)(6) 2024, due to skin erythema and pain at the magnet site.

Manufacturer narrative:
This report is submitted on april 04, 2024.